Manufacturer narrative:
The device was not returned so a device evaluation was not possible. No non-conformances or capas were found on this lot. Lot was released. There is been only one complaint related to a non-union. Root cause cannot be determined or traced back to the device with the information provided. The complaint device was not returned for an evaluation. However, non-union is a known procedural risk for lumbar spinal fusion that is often caused by patient conditions that are entirely unrelated to device performance. The description provided with the complaint indicates that the screws used for the procedure became loose, which may have been a contributing factor for the non-union.

Event description:
It was reported that this was a tlif (l5/s1) for spinal stenosis on (B)(6) 2022. After surgery, a revision surgery will be performed in (B)(6) 2023 due to loosening of the screws and non-union between l5/s1. In the revision surgery, the cage will be removed and replaced with a competitor's product. The screws will be removed and replaced with sized up screws. The surgeon commented it was unclear if loosening of the screws occurred because of non-union or if loosening of the screws caused non-union. No further information is available. This complaint involves five (5) devices.